Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a highest blood glucose of 316 mg/dl for approximately 3 hours after consuming extra snacks and not announcing the meal. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no ketone testing, no backup therapy, and no assistance required as glucose began trending downward per device and fingerstick confirmation. Investigation included technical support review and user education on meal announcements. Investigation of this case revealed that the device algorithm was delivering correction insulin and that elevated glucose was associated with unannounced carbohydrate intake. It was concluded that the device functioned as designed and the event was attributable to user-related missed meal announcement rather than device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.